Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a pelvic reduction surgery on (B)(6) 2013, the pelvic reduction forceps fractured. This occurred at the moment of closure, and it was reported that very little force was used. The device was swapped for another and the surgery completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history review for this lot has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
An evaluation was conducted and the report indicates that the present pelvic reduction forceps was analyzed for conformance to print specifications as well as the device history record review was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. We are not able to determine the exact cause of this occurrence and can only assume that a mechanical overload caused the breakage of this device.

Event description:
This is 1 of 1 device for this event reported on (B)(4).